Event description:
Procedure type: hernia. According to the reporter: the needle broke during a hiatal hernia case and a partial piece of the needle was left in pt. The handle was thrown away after case. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no bleeding of 500cc or more. The case was not extended by more than 30 minutes. The surgeon recovered a portion of the needle lying on pt stomach.

Manufacturer narrative:
(B)(4).